Event description:
The manufacturer received info alleging that the ventilator did not power on. There was no pt harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.